Event description:
It was reported that a patient underwent a contralateral posterolateral fusion with rhbmp-2 and morcellized allograft. At an unknown time post op, the patient developed osteolysis.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.